Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the reported cable break and resultant tip deflection issue were confirmed; however, the reported noise could not be tested. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported noise and inability to deflect the tip properly were the result of the cable break; however, a conclusive cause for the cable break could not be definitively determined. It is possible that there were procedural interactions (e.g. Excessive knob turning and unintended curves on the device) which resulted in over-tensioning of the cables such that the cable broke; however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed for suspected cable break in the steerable guide catheter. It was reported that the steerable guide catheter (sgc) was prepared per instructions for use (IFU). During insertion in the anatomy, the sgc negative knob was turned a little over 3/4 turn when a "pop" was heard. The sgc had not yet entered into the tortuous anatomy and was removed without issue. Once outside the anatomy, the negative knob was turned with no tip deflection. A cable break was suspected. There were no adverse patient effects and there was no clinically significant delay. The procedure continued without reported issue. There was no additional information regarding this issue.